Event description:
The customer stated that she was hospitalized with a blood glucose reading of 503 mg/dl. The customer didn't know if she had diabetic ketoacidosis or not. The customer also reported a problem with the buttons. The numbers are ramping up when trying to deliver a bolus. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.